Manufacturer narrative:
The device was used for treatment. The device was in service for approximately 18 years, 2 months before being abandoned / capped on (B)(6) 2021. The device was not returned for analysis, therefore, the exact cause of the product issue cannot be determined and the clinical observation could not be confirmed. However, following controls are in place to mitigate the reported product issue. Based upon the implant date of this lead (2002), the device history record for this lead model is beyond oscor's record retention period. Inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. This lead is no longer manufactured. Based on the investigation, a CAPA is not required as no issues related to design, manufacturing or labeling of the product were revealed. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type.

Event description:
It was reported that a (B)(6) male patient underwent a procedure where the lead 4016/bis19165 was capped on (B)(6) 2021 due to other/non-product experience. The pg device n118/569166 was explanted on (B)(6) 2021 due to normal battery depletion (nbd). The lead 4512/312829 was capped on (B)(6) 2021 due to therapy upgrade/downgrade. Additional information received on 10/18/2021 states; the 4016 has been dislodged with no capture since (B)(6) 2009. No records show why the physician did not revise the lead in 2009. At the patient's recent generator change, the 4016 was capped and a new lead was placed in the ventricle."

Manufacturer narrative:
Correction b2: removing congenital anomaly/birth defect - checked in error and adding required intervention to prevent permanent impairment/damage additional information h2: checked box. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.